Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when asymptomatic patient presented via merlin.net in backup vvi. The patient was brought in to the clinic and the device was restored to normal operation. There were no adverse consequences to the patient and will be monitored.